Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the sti mulator was nothing but giving patient pain at night. Patient also mentioned they had an artificial hip too and stim was going down their hip. Patient was not sure if the root cause of problems was both but it is painful. Patient called the doctor's office and they told patient to call manufacturer. Patient could not get into the doctor that put it in because patient owed a bill and they would not take patient. Reviewed patient could try increasing stim or changing groups. Reviewed the process of requesting the manufacturer representative (rep) if needed. The patient was redirected to their healthcare provider to further address the issue.